Event description:
Pt underwent insertion of vhs plate and lag screw in 1999. Subsequently, lag screw component fractured. Pt underwent additional surgery in 2000 to remove hardware and implant bi-polar prosthesis.